Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing high and low blood glucose. Customer stated they are highly frustrated with insulin pump and sensor. The insulin pump, tubing and sensor keep getting in the way of daily activities. Customer stated they are alerts/alarms going off all of the time. Customer also stated that there was bleeding at infusion set site when he suspended for pump for showering. Customer then removed pump for four hours which resulted in high blood glucose of 507mg/dl. Customer corrected with rapid acting insulin and next morning it was 59mg/dl. Customer put pump back on and will be seeing their dcm to discuss therapy.